Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2019 that a wallflex colonic stent was to be used to treat a 4cm malignant stricture in the colon during a colonoscopy with stent placement procedure performed on (B)(6), 2019. Reportedly, the patient's anatomy was tight and was not dilated prior to stent placement. According to the complainant, during the procedure, the distal end of the stent was stuck in the delivery system and the stent was not deployed. The stent was removed from the patient together with the scope; however, it was reported that upon removal of the scope, the stent came off from the catheter. The procedure was completed with another wallflex colonic stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.